Event description:
A customer reported the dxc 600i instrument generated intermittent false high sodium (na) results; the number of affected samples was not specified. Both levels of qc were also running above the mean. Patient results were not reported out of the lab. It is not known if the samples were repeated on the same or a different instrument.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse noted bubbles in the ratio pump (at the base in the ise buffer section) and replaced the pump to resolve the issue. The manufacturer reference number for this event is (B)(4).